Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic after experienced a vibratory notifier for eri. Patient was asymptomatic. No therapies have been delivered since the last device check on (B)(6) 2016, when the remaining longevity was 6 years to eri. The ICD was explanted and replaced. No further information was provided.